Manufacturer narrative:
A ge field service engineer performed service immediately after the incident occurred. At the time service was performed, he visually inspected the table for any broken components and none were found. He also inspected and verified that the table's tape switches were functioning properly. No defects or safety issues were found, and the table was found to be functioning properly. The investigation determined that the injury was caused by use error, i.e. The operator failed to visually monitor the patient and the table movement during the procedure. Neither the operator controlling the movement of the table nor the operator who suffered the injury was watching the table motion as specified in the user manual. The table was constructed properly; no defects or broken components were found. The table meets iec requirements for pinch points and this is the first known occurrence of such an incident.

Event description:
It was reported that one technologist was driving the CT table with the gantry controls and a second technologist was standing at the foot of the table with his left hand resting on the table between the internal cradle and the rear lip of the table frame. When the table was fully driven back, his finger was pinched and amputated up to the first joint.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.